Event description:
Patient in iccu and in critical condition. New tracheostomy tube was inserted on friday, october 23, 1992. The tracheostomy tube was connected to a ventilator. Patient became bradycardic and the asystole. Code called. Airway could not be established and patient expired. It was identified by the physician in attendance that the tracheostomy tube came out of the trachea compromising the airwaydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other, none or unknown. The device was destroyed/disposed of.